Event description:
During a gastrectomy procedure, 1 of 2 staples had staple malformed on 1st firing (open shape). Another device was used to complete the case. There were no adverse consequence to the patient.